Event description:
It was reported that the pump alarmed with 3 motor errors within the last month. Customer was advised to contact their health care professional to acquire a new insulin pump as the pump is out of warranty. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.